Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user reported that the implant was placed much superior to the intended trajectory after review via fluoroscopy. The implant was then removed and the patient reregistered; however, the procedure was aborted before any implants could be replaced. Our review of the case logs did not provide a definitive root cause as to why the implant was misplaced; however from the information we were able to collect, we believe that a drb shift is the most likely cause. Additionally, the surveillance marker was not activated, which means the software is unable to detect or alert the user of a potential drb shift during navigation, which will compromise navigational integrity. It is recommended to activate the surveillance marker before placing implants so that the software is able to alert the user of potential drb shifts at any point during the case. The observed overall risk level is low which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
While placing right si1 screw the surgeon noticed right away that something was off and upon fluoro imaging they realized that the screw was placed much further cranial than planned or intended. This screw appears to have been placed in direction of right l5 transverse process. The screw was removed and were about to use e3d to reregister patient via CT spine. At this time it was brought to dr. Vasilakis' attention that patient was showing signs of cardiovascular distress and case was terminated.